Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and replaced motor control board and compressor. The unit powered up with no errors. The iabp passed all calibration, functional and safety tests performed. The iabp unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed a power-up test failure #14. The circumstance of this event is unknown; however, no patient was involved and no adverse event was reported.